Event description:
The customer reported to customer service that the power supply for her breast pump sounds like there is something loose inside and also indicated that, after leaving it plugged in overnight, she awoke to find that the transformer housing was "all white like when something starts on fire, but it was not on fire." An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see any melting, fire, smoke or sparking, but did see a crack in the transformer housing where the strain relief meets the housing. When asked, she indicated that she did not know how the crack occurred - that she "has not dropped it." She also confirmed the "white looking" appearance to the housing, saying "it looks like it is chipping off, like how paint chips." She also indicated that no injuries were sustained as a result of the issue. In summary, the white residue appears to be something that was spilled on the transformer housing and the crack in the housing appears to be the result of severe customer abuse. Regardless, a breach in the transformer housing is a safety risk. The unit is ul certified and, as such, has been tested for impact and dropping. No definitive conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product will continued to be monitored for similar issues. Eval summary: a visual examination of the power supply revealed a residue on the transformer housing and a crack. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.8 ohms, which is normal and indicates that the thermal fuse did not blow.